Manufacturer narrative:
The customer's complaint of a pump segment leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing began to leak within the pump during a cefepime infusion. When the door was opened to examine, fluid sprayed out of the pump segment. There was no report of patient harm.